Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 12-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Plaintiff began experiencing severe abdominal pain, severe menstrual pain, prolonged abnormal menses, severe back pain, migraines, hair loss and pain during intercourse. Plaintiff sought treatment for these symptoms. However, at the time, neither plaintiff, nor her doctor attributed her symptoms to her device. On (B)(6) 2015, plaintiff underwent a full hysterectomy and salpingectomy of her left fallopian tube to remove her essure device. Besides the physical pain the plaintiff also suffered from emotional anguish as a result of the coils. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event severe abdominal pain and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 23-jan-2017: new events added (headaches, nausea, depression). Essure insertion was updated. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and she had a surgery to remove essure around 4 years after placement. The reported event is anticipated in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event severe abdominal pain and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's past medical history included uterine prolapse (cystoscopy on (B)(6) 2015) and diabetes in 2011. Previously administered products included for birth control: nuvaring from january 2009 to 15-jun-2011; for an unreported indication: lisinopril from 2011 to 19-apr-2018 and depo provera from 2006 to 2008. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("depression"), fatigue ("fatigue") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged abnormal menses / heavy bleeding / abnormal bleeding (menorrhagia)"), migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and nausea outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, back pain, migraine, alopecia, dyspareunia, depression, headache, vaginal haemorrhage, vaginal discharge, fatigue and mood swings was resolving. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff underwent a full hysterectomy and salpingectomy of her left fallopian tube to remove her essure device. Besides the physical pain the plaintiff also suffered from emotional anguish as a result of the coils. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), pain, vaginal discharge, fatigue, mood swings, did not perform essure confirmation test" were added. Product implant date was updated. Historical and concomitant conditions and medication were added. New reporter were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 15-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event severe abdominal pain and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.